Manufacturer narrative:
(B)(4). A request was submitted to the clinical study coordinator to provide details of the premature battery depletion and the status of the device and patient. This report will be updated when additional information is received. (B)(4).

Event description:
Boston scientific received information from a clinical study form listing explanted devices that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion. No further information was provided.

Manufacturer narrative:
(B)(4). A request was submitted to the clinical study coordinator to provide details of the premature battery depletion and the status of the device and patient. This report will be updated when additional information is received. Despite several requests, the study site was not able to provide further information about this device. It is believed that this device was not explanted due to premature battery depletion, but rather remains in service without complications. However, this cannot be verified without information from the study site. There is no new data available on the server for this device after the 10-february-2016 follow-up. (B)(6).

Event description:
Boston scientific received information from a clinical study form listing explanted devices that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion. No further information was provided. A boston scientific technical services consultant reviewed the data available on the server for this device. The device was implanted (B)(6)-2013. The most recent follow-up of the device where data was uploaded to the server was (B)(6)-2016. The previous follow-up in the system was on (B)(6)-2015. There were no system errors recorded. Only one shock, at implant, had been delivered by the device. The remaining battery was 64%. The last capacitor reformation was performed on (B)(6)-2015 with a charge time of eight seconds. As of (B)(6)-2016 the device was showing normal function and a normal rate of depletion.